Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet and small annulus calcification near the anterior leaflet. It was noted that a mitraclip was previously implanted, and the patient returned with increased mr due to disease progression. The previously implanted clip remained stable on the leaflets. A mitraclip xtw was implanted laterally to the previously implanted mitraclip. To further reduce the mr, another mitraclip xtw was implanted medially. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a mitraclip xt was implanted. The procedure was completed with three clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the anterior leaflet after deployment, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.